Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted multiple call service alarms preventing them from priming the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: there were multiple call service alarms observed in the black box history on the reported failure date. The time and date were accurately set at the start of investigation. The pump could not complete a rewind, load, and prime sequence due to a call service alarm on the load step. The pump was not exercised for 24 hours. There was a defect found with the internal motor when the pump was opened for investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.